Manufacturer narrative:
G4: 08may2020. B4: 09may2020. The device was not in use on a patient during the time of the event and no patient harm was reported. The device was evaluated by the field service engineer who replaced the front bezel to address the reported issue. The issue has been resolved and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31jan2020.

Event description:
The customer reported that the device experienced navigation ring failure. It is unknown if the device was on a patient during the time of the event. It is unknown if there was patient or user harm.